Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor scan, and the customer experienced symptoms described as ¿not doing well, limp¿, and thirst and was unable to self-treat. The customer had contact with their healthcare provider where a blood glucose result of 870 mg/dl was obtained compared to a sensor reading of 73 mg/dl. The customer was referred to hospital and administered unspecified infusion for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. The results of the healthcare meter against sensor scan when plotted on a parkes error grid, fell into the 'out of range' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor 3mh005v8288 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor scan, and the customer experienced symptoms described as ¿not doing well, limp¿, and thirst and was unable to self-treat. The customer had contact with their healthcare provider where a blood glucose result of 870 mg/dl was obtained compared to a sensor reading of 73 mg/dl. The customer was referred to hospital and administered unspecified infusion for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. The results of the healthcare meter against sensor scan when plotted on a parkes error grid, fell into the 'out of range' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.